Event description:
It was reported to the nova biomedical technical support hot line on (B)(6) 2009 that a hosp had an incident with a sat profile critical care xpress analyzer. Smoke had been seen coming out of the rear of the analyzer and a burning smell had been reported. The analyzer was unplugged. On that same day, nova biomedical sent in a field support specialist to retrieve the product so a root cause investigation could immediately be performed. The investigation concluded that the cpu board was damaged due to a 5v short to ground. The damage was evident on one corner of the cpu board. An inspection of the board in the damaged area indicates that the root cause was a short between the layers of the board caused by displaced material during the assembly to the chassis. The board material was compressed and damaged when the board was secured to the chassis due to over tightening of the screws with a lock washer that fastens the board to the chassis. The compression and damage to the board caused the displaced material to create a path between layers for electrical current to pass causing the short to ground.

Manufacturer narrative:
Short term mfg will add flat washers to the cpu board assembly process to eliminate the possibility of damage of the board by the lock washer. Also, a torque driver set to a specific torque setting has been added to the process to minimize the compression of the board. Long term the existing stainless steel screws that secure the cpu board will be replaced with nylon screws. Safety report sent to initial reporter on (B)(6) 2009. Follow phone call with initial reporter on (B)(6) 2009 determined that safety report was thorough and satisfied their requirements.